Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing warmth at the implant site even when the ipg was off and not charging. The physician and the representative noticed that the ipg was close to the skin. The patient will undergo a revision procedure wherein the ipg will most likely be replaced and repositioned.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing warmth at the implant site even when the ipg was off and not charging. The physician and the representative noticed that the ipg was close to the skin. The patient will undergo a revision procedure wherein the ipg will most likely be replaced and repositioned.